Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,872 units. There are no units in stock in b. Braun surgical's warehouse. We have received 24 closed samples and a detached needle. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the (B)(6) pharmacopoeia (ep): 2.48 kgf in average and 2.29 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 1.97 kgf in average and 2.42 kgf in minimum and fulfilled ep requirements. Regarding the detached needle received it has been visually checked and the needle is not broken as initially informed but detached (the whole needle has been received). There are rests of thread in the attachment zone of the needle, nevertheless it cannot be determined the cause of this detachment. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during the suture of a dog in the block, the needle is broken and remained in the dog. They had to change the block dog (we were in visceral) and to lower the orthopedic block to search for the needle with the image intensifier. Needle was recovered.